Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 171 mg/dl. The customer reported that the numbers on the display were climbing without input when trying to enter carbs for a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.